Event description:
Investigation log review: the device logs were reviewed and results were as follows: the pc unit event log showed the pump module was programmed to run an infusion of heparin 25000 units in 250 ml. The infusion was programmed to run at a rate of 7 ml/hr with a vtbi of 150 ml. 2 minutes later, the device alarmed for "patient side occlusion" and the infusion was restarted. After 1.5 hours, for a duration of 4.5 hours, the infusion was paused and restarted six times. Then, the device was channeled off. The volume recorded as being delivered during this timeframe was 42.017 ml.